Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection and simulated use testing confirmed the reported issue with the device, finding a twist in the tubing 5.25 inches from the strain relief.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon was unable to be deployed prophylactically due to a blockage of the inner lumen on the balloon. Reportedly, upon entering the operating room for the case, the physician had initially inserted the wire from spectranetics prep kit into the right ij. When attempting to load the balloon on the wire, the blockage was identified. A second balloon was prepared successfully for the procedure. The patient was not affected by this issue.